Event description:
It was initially reported that the patient experienced "less therapeutic effect." Healthcare provider suspected a catheter issue and a dye study was planned to occur. It was later reported that the patient experienced increased muscle stiffness throughout her legs and had difficulty in walking. A cap aspiration and dye study were performed on (B)(6) 20118 and they were unable to rule out catheter tear/partial fracture. A catheter revision was performed on (B)(6) 2011. A small tear in catheter was noticed on spinal segment, which was trimmed and repaired with catheter accessory kit. The explanted catheter segment was discarded in the operating room. Implanted catheter was fully aspirated, and dye study was performed through pump cap and good backflow and intrathecal catheter placement was confirmed by the neurosurgeon. Patient was kept overnight for observation and dose adjustments as needed. Patient was later discharged upon dose adjustments determined by her physician, and was reportedly doing well. Drug delivered via the device was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: unk, serial/lot#: unk, implanted: unk, explanted: unk.